Event description:
Patient reported "that they had an operation with allergan breast implants 9 years ago and now the doctor found that the implant was "damaged" affected side is unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left-side "damaged" implant. Later, patient reported, pain in left breast and rupture confirmed by ultrasound. The device has been explanted.